Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: a type 1b endoleak was reported 1403 days post-procedure. Patient presented for urgent repair of fusiform thoracic aortic aneurysm with rupture. An unmodified zta-pt-36-32-209 was placed on (B)(6) 2020 with proximal edge in zone 3. Procedure angiography revealed patent device, no endoleaks, and no device issues. The 4-year imaging on (B)(6) 2024 revealed patent device, no thrombus, no device issues, and a type 1b distal endoleak. Patient outcome: no secondary intervention was performed to treat the endoleak. No adverse events have been reported.

Event description:
Additional information received 01jul2025: type ib endoleak involved a zta-d-28-160. Information from related complaint ((B)(6), FDA ref # 3002808486-2025-00129) included 02jul2025: on (B)(6) 2022, the patient experienced a type ib endoleak. ((B)(6), FDA ref # 3002808486-2025-00129) this was treated with secondary intervention (si) on (B)(6) 2022, which included thoracic stents (zta-d-28-160) and laser fenestration of the celiac trunk. It is noted the si was performed due to imaging results at the 12-month visit ((B)(6) 2022), but the 12-month visit data do not include imaging. The site noted the relationship of the event to the study device, procedure, and treated aortic disease as ¿retrospective, unable to determine.¿

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). After investigation the event is no longer considered reportable to FDA as the device was modified by physician it is no longer similar to the device controlled and testet by cook and is now considered manufactured by the modifier. Summary of investigational findings: on (B)(6) 2020, this 81-year-old female patient was urgently treated for fusiform thoracic aortic aneurysm (ruptured, hemodynamically unstable) with placement of a zta-pt-36-32-209 from zone 3. The length of the distal sealing zone was reported as 7 mm, localized angulation was reported as more than 45 degrees. Procedure imaging revealed patent device, no endoleaks, and no device issues. On (B)(6) 2022, the patient experienced a type 1b endoleak ((B)(6), FDA ref# 3002808486-2025-00040). This was treated with secondary intervention on (B)(6) 2022, which included placement of a zta-d-28-160 (complaint device) and laser fenestration of the celiac trunk. The site noted the relationship of the event to the study device, procedure, and treated aortic disease as ¿retrospective, unable to determine.¿ a new type 1b endoleak related to the zta-d-28-160 was revealed 1403 days post-procedure (current complaint). No secondary intervention was performed to treat the endoleak. The patient remains in the study. Review of the device history record gave no indication of the device being produced out of specification. This study involves retrospective data collection. No imaging was provided for the investigation. Based on the reported information it is assumed that the laser fenestration was performed on the zta-d-28-160, since no other stent grafts were implanted during the secondary procedure. It cannot be ruled out that the off-label celiac trunk fenestration of the stent-graft may have shortened the effective distal seal zone length, which have contributed to the reported type 1b endoleak. It should be noted that the modification of the stent graft is not supported by instructions for use or clinical testing of the device and is out of cook's control and considered off-label use. If additional information is provided the investigation will be re-opened. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.